Manufacturer narrative:
Additional information was added to h4, h6, and h11. H4: this lot was manufactured 05 nov 2025 - 07 nov 2025. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) em2400 valve sets had an oily film and the valve set covers came off more easily. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.